Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using two proglide devices via a 6f sheath after a diagnostic procedure. Reportedly, the physician had not used the proglide device in a while and unknown failures occurred with both proglide devices. The technician indicated that it could have been operational error. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.